Event description:
It was reported that the patient presented in clinic for follow up, multiple vf episodes were seen due to noise. The device had started charging but all had been aborted with return to sinus after a few seconds. Thenoise was reproduced by pocket manipulation. High voltage therapy was turned off. The lead will be explanted.

Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.